Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low rbc results on a patient specimen with an instrument generated dimorphic reds suspect message for the rbc parameter generated by coulter lh 750 analyzer. The erroneous results were reported out of the laboratory. The results were questioned and flagged in the customer's lab information system (lis). The specimen was repeated and the higher result obtained which was considered accurate. Amended report was initiated. Patient treatment was not impacted by this event.

Manufacturer narrative:
The specimen was collected in a 5 ml edta vacutainer tube and sampled fresh. The same specimen was stored cold overnight and then sampled 20 hours later for rerun results. The instrument's qc is within specification with respect to controls (accuracy) and reproducibility (precision). Controls are run once every shift and were within assay limits pre and post the event. A bci field service engineer (fse) verified the operation of the instrument. The root cause is operator error. The instrument generated a dimorphic red flags that alerted the operator to further review the specimen.